Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery compartment crack observed below grip pad. Evidence of moisture contamination observed inside battery compartment. Battery cap is unable to fully tighten due to damaged cap threads. A power loss was not observed. Performed multiple load/step functions to exercise motor. No alarms observed. Current draws within specifications.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment with moisture contamination and a damaged battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.